Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant this right atrial (ra) lead was found to be dislodged and required repositioning. The ra lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.